Event description:
It was reported that the iab was inserted pre-op for emergency surgery. The next day, the pump experienced "kinked catheter" alarms and blood was seen entering the helium tubing. As a result of this, the iab was removed. There were no patient complications.